Manufacturer narrative:
The device was explanted as the recipient reportedly experienced poor performance since activation. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function. This report is filed on august 27, 2019.

Event description:
The device was explanted as the recipient reportedly experienced poor performance since activation. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the device was explanted on (B)(6) 2019, due to poor performance. The patient was reimplanted with a new device during the same surgery.